Event description:
It was reported that after a water vapor therapy with this rezum delivery device, the patient was admitted to the hospital because of a renal dysfunction issue. The patient experienced urinary retention and a trial of void was attempted but unsuccessful. No further information has been provided by this moment as the patient symptoms were said to still be ongoing.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.